Event description:
Customer reported attaching a 12cc angiographic syringe to a manifold and getting air in the system. Switched out the manifold 2 times before they noticed that the rotating adaptor on the syringe was cracked. There was no air injection or pt injury. The syringe was returned for evaluation.